Event description:
The broach handle, where the bottom piece of the handle that screws into the broach separated from a weld within. This handle had been broken before and re-welded, leaving a space where "goo" could collect. When the handle broke, intraoperatively green stuff came out into the shoulder.

Manufacturer narrative:
Evaluation in progress.